Event description:
Upon evaluation of the returned colonovideoscope, foreign material was observed control unit and nozzle. There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
E1 - (B)(6). The device was returned to olympus for inspection. Based in the results of the investigation, the foreign material was not identified. It is presumed from the provided information that foreign material remained in the area for the device was returned to olympus without reprocessing at the user facility. The root cause of the issue was determined to be a failure to follow the device instructions for use (IFU) related to device reprocessing. The event can be prevented by following the instructions for use which state: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross - contamination and/or infection". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. (B)(4).